Event description:
It was reported that the customer passed away. Caller stated that the customer's last blood glucose recorded in meter or insulin pump was 82 mg/dl. Caller stated that the customer had low blood glucose while he was swimming. Caller stated that when she got back to check on him, he was at the bottom of the pool he had drowned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.